Event description:
Information received by medtronic indicated that the insulin pump battery cap metal piece was detached and received a broken force sensor was detected during seating or regular delivery error alarm with open book image. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm, insulin pump error alarm, and the battery cap metal contact is detached found on august 26, 2022. The insulin pump was received without a battery cap and with a critical insulin pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Successfully downloaded history and trace files using thump. A review of the downloaded history files reveals on august 26, 2022 at 22:30 a insulin pump error alarm was triggered which caused the critical insulin pump error (open book image) alarm. The insulin pump was cut open for visual inspection. No evidence of physical damage or moisture damage on electronic assembly. The motor, or the force sensor noted. Found misaligned force sensor cable causing an intermittent connection. The force sensor zero offset is within specification (25.1 mv). Critical insulin pump error (open book image) alarm and insulin pump error alarm are due to misaligned force sensor cable. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, damaged serial number label, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Unable to verify battery cap damage due to insulin pump received without a battery cap. Critical insulin pump error (open book) alarm and insulin pump error alarm are confirmed due to misaligned force sensor cable. Battery cap damage is unknown due to the insulin pump was received with a battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.